Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor and blood glucose level reading issues. Her blood glucose level was 161 mg/dl but her sensor glucose reading was 67 mg/dl. She suspended her insulin pump because her blood glucose level was dropping. The product was not returned. Nothing further to report.